Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula was not properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that when she applied the pod, she didn't believe that the cannula "went into her skin all the way."